Manufacturer narrative:
Additional information: the burst occurred while inside the patient's body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a procedure was performed using a pacific plus percutaneous transluminal angioplasty balloon catheter to treat a chronic total occlusion (100% stenosis) in the left distal tibial-popliteal trunk and left posterior tibial artery involving a calcified, fibrous, plaque lesion with moderate calcification, minimal tortuosity, lesion length of 120mm, and vessel diameter of 3mm. A 6f non-medtronic sheath and a .014 non-medtronic guidewire were used. A non-medtronic inflation device was used. The device was prepped with no issues identified. No resistance was encountered when advancing the device. The device did not pass through a previously-deployed stent. Balloon dilation was attempted at the lesion; however, during the inflation, it was observed that the balloon failed to inflate. A pin-hole balloon leak/rupture was observed on the first inflation at 3¿6 atm. The balloon did not detach/fragment. The device was removed from the patient and a replacement non-medtronic device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.